Event description:
Procedure: sleeve gastrectomy. According to the reporter: the surgeon used the endostitch to help retrieve the specimen after the sleeve was created. The device was pulled through the trocar and noticed the needle was missing from the end of the suture. Looked for the needle. Found part of the needle in the endo catch bag. Other part of needle was in jaws. No xray was used. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4).